Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot. The log was downloaded and reviewed finding firmware errors. Functional test was performed and it passed. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwbbt occurred . No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.